Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. The technical support team provided information and assistance to reset the pump. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappears and acknowledged this guidance.